Event description:
The reporter indicated that the pt's seizures have become worse and more frequent. The reporter also indicated that the pt was moved to a difference nursing home in may and that the staff is not trained on using the magnet to abort the pt's seizures. The reporter stated that the pt has had medication changes; however, pt does not know exactly what the changes were.